Event description:
On 6/2002, an employee of alpha therapeutic corp's plasmapheresis ctr received a call from the parent of pt indicating that donor was found deceased in their bed by their sibling during the evening. An autopsy performed the following day by the county coroner's office revealed no obvious cause of death. Toxicology, microbiology, and microscopic tissue studies were taken with testing to be completed in four to six weeks. The donor's last donation occurred that day and the most recent physical examination was on 10/2001. A review of the donor record file was completed and there were no unusual or abnormal findings. All lot numbers of supplies utilized during the plasmapheresis procedure for this donor were identified. Certificates of compliance are available at the donor ctr for the softgoods utilized in the procedure. The mfrs were notified of this donor's death on 7/2002.